Event description:
The reporter indicated the surgeon inserted a 12.6mm vicm5_12.6 implantable collamer lens, -03.00 diopter, into the patients left eye (os). The lens tore during delivery and there was patient contact but no injury. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).